Event description:
It was reported that during surgery, the customer got a "stuck keyboard" error, problems booting up, and then got a "crc message" while using the product. Surgery was completed and there was no pt injury. It was then reported that the unit could not pass the initial startup screen when it was restarted. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.